Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay to the screen was cracked. Analysis also found the programmer would not update via sdn (software distribution network) with current operating system; hard drive produced an error during reimaging. Hard drive found out of electrical specification. ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Keyboard was found pulling apart, lower case was dented and cracked, tab on power cord door was bent, and system fan was intermittently noisy. It is noted the stylus was missing. (B)(4).

Event description:
It was reported the screen is cracked. It was also reported that software could not be updated through sdn (software distribution ne twork). It is noted the programmer is used primarily at the university of (B)(4) veterinary hospital where device implants on animals take place. The staff was unable to connect to a revo device before implant which prompted them to contact medtronic field personnel. It was found the software was not updated on this programmer since 2009. The programmer was returned to the manufacturer for repair and software update, analyzed and tested out of specification. There was no patient involvement indicated.